Manufacturer narrative:
Historical complaint review did not identify increased complaint activity; however, the reagent lot search did identify increased complaint activity. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 00515c000. All replicates met acceptance criteria and the testing passed. In addition, labeling was reviewed and found to adequately address the issue under review. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer observed imprecision while using the architect intact pth (ipth) assay. Two patient examples were provided. Patient 1: initial result of 89 retested at 75 pg/ml. Patient 2: initial result of 71 retested at 40 pg/ml. No adverse impact to patient management was reported.